Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported difficulty with results from an inhouse designed linac machine qa test to check alignment between the imager and the treatment beams. There is no role for mosaiq in this examination of hardware alignment. Images provided in mosaiq appear to be the same xvi image, image information and pixel patterns are visually identical. The difference is the blue graticule placements. However, information indicates that the customer logged on to xvi service user exported the image, edited the coordinates and exported the same image a second time. Mosaiq consistently completed the graticule according to received coordinates and the shifts were of the anticipated magnitude in the expected directions. Mosaiq and xvi are working as designed and intended and based on the available information there were no patients involved

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an issue with the xvi isocenter shifted by 2mm towards target.